Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Device lot number is unavailable at time of this report. Device MFR date is unknown, pending the device return to MFR. The part has not been received by the MFR for evaluation.

Event description:
A medtronic representative reported adjusting the ostium seeker in order to obtain proper calibration. There was no patient present.